Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that their new oral-b toothbrush heads do not stay on the handle. If they do not hold their finger on the brush head, it comes off in their mouth while brushing. No injury was reported.